Event description:
The remote monitoring transmission from (B)(6)2022 showed a rv coil continuity below 200 ohms. Therefore the reporter deviced to call in the patient to the hospital. The in-clinic follow up on (B)(6)2022with the smarttouch-tablet showed normal rv coil continuity values and trend. No alert in the programmer interogation. The reporter asks for clarification of this discepancy.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
The remote monitoring transmission from 24/oct/2022 showed a rv coil continuity below 200 ohms. Therefore the reporter deviced to call in the patient to the hospital. The in-clinic follow up on 25/oct/2022 with the smarttouch-tablet showed normal rv coil continuity values and trend. No alert in the programmer interogation. The reporter asks for clarification of this discepancy.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. Please refer to the attached analysis report.